Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the lens was received cut in two pieces and this condition is typical of an explanted lens. The reported complaint cannot be verified since it is a patient condition. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that unexpected post-operative refraction was experienced by a patient; therefore, the doctor conducted an explant and replaced the intraocular lens (iol) with another one. The doctor stated that there was no iol malfunction issue. No additional information was provided to abbott medical optics.